Manufacturer narrative:
G4: (B)(6) 2021. G5: 510k: k102985. B4: (B)(6) 2021. The field service engineer (fse) verified the alarm in the logs and ran the ventilator to reproduce the error. The fse replaced the data acquisition (da) board and swapped solenoids 3 and 4 with 1 and 2 to resolved the issue. The fse performed testing, and all tests passed.

Manufacturer narrative:
The data acquisition (da) pcba was returned and tested; no failures were identified.

Event description:
The customer reported proximal pressure sensor auto zero failure. There was no patient harm.